Event description:
The customer alleges that the concha column failed the leak check.

Manufacturer narrative:
(B)(4). The device sample was received by the MFR, but the investigation is incomplete at the time of this report. The device history record of batch number (B)(4) has been reviewed and no issues or discrepancies were found which could potentially related to this complaint. No rejection reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. This product was built on (B)(4) 2014. Visual and functional test sheets were reviewed and there is no indication of functional failures.